Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(4) 2017. This spontaneous case was reported by a consumer and describes the occurrence of uterine injury ("she lost fragments like flesh: the gynecologist told her that her uterus wall was decomposing"), device breakage ("surgeon might only have cut the inserts because plain abdomen xray showed that essure inserts were still present"), pelvic pain ("unbearable pelvic pain / pain worsened after first intervention") and genital haemorrhage ("hemorrhage with big clots of blood") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "after third intervention plain abdomen xray showed that essure were still present" on (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("terrible abdominal pain"), migraine ("migraines"), dyspareunia ("painful intercourses"), fatigue ("exhaustion / uncontrollable very significant fatigue"), musculoskeletal stiffness ("temporarily or permanent paralysis of the back"), back pain ("back pain"), neck pain ("neck pain"), myalgia ("muscle pain") and nausea ("nausea"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis"). In 2016, the patient experienced general physical health deterioration ("her health was not good following the second intervention"). On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("cramps"), complication of device removal ("surgeon might only have cut the inserts at third intervention"), adenomyosis ("adenomyosis"), weight increased ("weight gain"), peripheral swelling ("regular swelling of fingers with pain"), pain in extremity ("regular swelling of fingers with pain"), oedema ("oedemas"), poor quality sleep ("poor sleep"), ear disorder ("ent disorders"), nasal disorder ("ent disorder"), laryngeal disorder ("ent disorder"), hypersensitivity ("allergic reactions"), depression ("depression"), dizziness ("dizziness") and amnesia ("memory loss"). The patient was treated with intrauterine contraceptive device (iud nos), surgery (inserts removal, uterus and tubes removed), surgery (fourth intervention (laparoscopy) on (B)(6) 2017 for removal of tubes and residual inserts) and surgery (four interventions required). Essure was removed in 2017. At the time of the report, the uterine injury, device breakage, dyspareunia, endometriosis and general physical health deterioration outcome was unknown and the pelvic pain, genital haemorrhage, the last episode of abdominal pain, migraine, fatigue, musculoskeletal stiffness, back pain, neck pain, myalgia, nausea, adenomyosis, weight increased, peripheral swelling, pain in extremity, oedema, poor quality sleep, ear disorder, nasal disorder, laryngeal disorder, hypersensitivity, depression, dizziness and amnesia had not resolved. The reporter provided no causality assessment for adenomyosis, amnesia, back pain, complication of device removal, depression, device breakage, dizziness, dyspareunia, ear disorder, endometriosis, fatigue, general physical health deterioration, genital haemorrhage, hypersensitivity, laryngeal disorder, migraine, musculoskeletal stiffness, myalgia, nasal disorder, nausea, neck pain, oedema, pain in extremity, pelvic pain, peripheral swelling, poor quality sleep, uterine injury, weight increased, the first episode of abdominal pain and the second episode of abdominal pain with essure. The reporter commented: the gynecologist referred the patient to a surgeon to remove essure inserts as well as ovaries, uterus and tubes. The patient underwent 4 interventions. The first intervention was performed on (B)(6) 2016: her pain worsened. The second intervention was performed on (B)(6) 2016: her health was not good. The third intervention was performed on (B)(6) 2017: her health status did not improve. She learnt that the surgeon did not do what was requested by the gynecologist. He just removed the uterus and the tubes. According to her, the surgeon might only have cut the inserts because plain abdomen xray showed that essure inserts were still present. She consulted another surgeon for essure removal. The fourth intervention was performed on (B)(6) 2017 via laparoscopy and with anesthesia for removal of tubes and essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2017: essure inserts were still present the updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms (pts). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pts: uterine injury: the analysis in the global safety database revealed 6 cases. Device device breakage: the analysis in the global safety database revealed 1.727 cases. Pelvic pain: the analysis in the global safety database revealed 4.001 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-sep-2017: coding correction - cramps was replaced by abdominal cramps and regular swelling of fingers with pain was divided in two different medra concepts. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.